Manufacturer narrative:
(B)(4). Customer's report of a leak due to no solvent on the tubing was confirmed. Visual inspection of the returned set shows the tubing at the engagement to the blood filter separated with no resistance. Microscopic examination shows no solvent on the tubing. The root cause of this failure was identified as insufficient solvent application at the filter to the tubing engagement during the mfg process.

Event description:
Customer reported a blood set that leaked and appeared to have no solvent at the point where the saline and the blood tubing connect to the chamber. No pt harm or medical intervention required.